Event description:
The customer reported a leak from the coulter act diff 2 analyzer. The instrument was reported to be piercing off to the side of the cap and cracked the controls tube. In addition, the customer reported platelet failures on startup prior to the tube breaking. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of eye protection, gloves, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) performed troubleshooting and indicated that the cap was being pulled out of the sample tube during aspiration. The fse found the probe was slightly bent causing the probe to pierce the control tube. The fse replaced the probe which resolved the issue.